Event description:
It was reported that the burr broke in the lesion. A rotapro was selected for use in a rotablation procedure. The target lesion was very tight, and located in the circumflex artery. The lesion had a 90 degree take off, from the left main coronary artery. During the procedure, the console rotations per minute remained as programmed while the vessel was being burred. The physician noticed the burr was not moving in the vessel, as the advancer knob was being moved. The burr was found to have broken off in the lesion. The burr was removed from the lesion and nothing else was done to the vessel. No patient complications were reported.

Event description:
It was further reported that this is the same case as user facility maude report #mw5099914. It was reported that the burr broke in the lesion. A rotapro was selected for use in a rotablation procedure. The target lesion was very tight, and located in the circumflex artery. The lesion had a 90 degree take off, from the left main coronary artery. During the procedure, the console rotations per minute remained as programmed while the vessel was being burred. The physician noticed the burr was not moving in the vessel, as the advancer knob was being moved. The burr was found to have broken off in the lesion. The burr was removed from the lesion and nothing else was done to the vessel. No patient complications were reported. It was further reported that the device was tested outside of the body. Upon a single pass, the burr dislodged in the coronary. The patient's status was stable.